Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: stroke is considered permanent impairment. Device issue: none. The following was noted during a periodic article review. It was reported that a patient showed symptoms of a stroke during/after the procedure. No additional event or patient information is available.